Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-8717ds-0910 dynanite¿ nitinol staple implant systems guide would not advance through the drill. This occurred during a bunionectomy on (B)(6) 2024 while the guide was in the patient, when trying to advance the drill, it was stuck. The case continued using another ar-8717ds-0910.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.